Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(4) clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 day. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported by the vad coordinator that the patient required volume and increase of inotropic/pressor support overnight. The patient¿s central venous pressure (cvp) and vad flows decreased. The patient¿s abdomen was reported to be enlarging and the CT scan showed an abdominal wall bleed which was related to driveline tunneling during implant. Once the bleed was found the plan was to medically manage the patient; however throughout the day the patient continued to require volume, inotropic/pressor support and abdomen continued to enlarge. The patient was taken back to the operating room (or) for exploration of the abdominal wall bleed. During surgery it was estimated that 6-7l of blood was evacuated. The patient was left open with a plan to return to the or for abdomen closure in 2-3 days. Once the patient returned to the intensive care unit (ICU) he was in a much more stable state with no further volume resuscitation needed and a significant decrease in inotropic/pressor support. It was also reported vad flow and urine output improved. No additional information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.